Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. (B)(4). Batch no. Unknown. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the injection feels like air and plunger goes down very fast. There is a concern that the syringe is not drawing up insulin. The following information was provided by the initial reporter: when injecting feels like air. Plunger goes down very fast. Afraid the syringe is not drawing up insulin. Claims to place air vs insulin in bottle.

Event description:
Material no. 328438, batch no. Unknown. It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the injection feels like air and plunger goes down very fast. There is a concern that the syringe is not drawing up insulin. The following information was provided by the initial reporter: when injecting feels like air. Plunger goes down very fast. Afraid the syringe is not drawing up insulin. Claims to place air vs insulin in bottle.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin syringe from lot 8351987. Consumer reported the following: when injecting feels like air, plunger goes down very fast, afraid the syringe is not drawing up insulin. The returned sample was examined, then tested for flow: the syringe was unable to draw properly. A wire test was then performed on the sample: the wire was able to pass through the length of the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. The clog would be the cause for issues involving the plunger rod (plunger goes down very fast), and the syringe not drawing. A review of the device history record was completed for batch# 8351987. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200796118] noted that did not pertain to the complaint. There was one (1) notifications [200795895] notification noted for dry barrels. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 31g x 8mm, 0.3ml bd insulin syringe from lot 8351987. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the syringe found stopper up against the barrel roof. There is no evidence of silicone on the outside of the syringe. The shield was removed and there was no evidence of silicone on the needle assembly or cannula. DHR and l2l dispatches were looked at, nothing was found pertaining to this defect from the timeframe when the syringes were produced. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: excess silicone was being put into the syringe barrel by the silicone gun. Corrective action: maintenance dispatch # 52662 during the time of manufacturing for batch 8351987 adjusted the silicone guns. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."